Event description:
Customer reported pain and aligners cutting gums. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a reportable malfunction, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11. (Manufacturer narrative): note: an incorrect initial 3500a submission was inadverdantly submitted, for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported, I have a chipped tooth on my lower teeth. That my dentist wants to fix. The patient was referred, for an aligner evaluation. The patient submitted, the aligner evaluation, but no further documentation or response has been received regarding the complaint. Photos were submitted and are included in the patient's file.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.